Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had bleeding at the access site. Manual pressure was held and 3 units of red blood cells were given to the patient. Support continued. Additionally, the patient experienced ventricular tachycardia (vt) during support. Amiodarone drip was initiated. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp flex with smartassist instructions for use & clinical reference manual, section: using the automated impella controller with the impella rp flex smartassist. System catheter: use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation of access site bleeding and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary information was not provided, the root cause of the vt was not determined. D.4 revised serial number as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26241. E.1 revised fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26241. H.4 revised device manufacture date as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26241. H.6 code 1721 was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26241 and a new code was added.